Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer will reach out to their healthcare provider regarding an alternate method of insulin thearpy. There was no adverse impact to the customer¿s blood glucose level.